Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 1200 mg/dl. Customer's other blood glucose level was 350 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with emergency medical service, intensive care unit and intravenous insulin drip. Customer stated that the insulin pump had received no delivery alarms. Customer continue with troubleshoot for no delivery. The insulin pump will not be returned for analysis.